Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 24-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods") in a (B)(6) year-old female patient who had essure (batch no. B85139, c38210) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "during placement of the inserts, the surgeon took the initiative of placing 3 inserts" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required), loss of libido ("loss of libido"), dizziness ("dizzy spells"), arthralgia ("joint pain"), weight increased ("weight gain of 4 kg"), abdominal distension ("very swollen lower abdomen") and fatigue ("abnormal fatigue"). The patient was treated with surgery (inserts removed by bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, loss of libido, dizziness, arthralgia, weight increased, abdominal distension and fatigue had resolved. The reporter considered abdominal distension, arthralgia, dizziness, fatigue, loss of libido, menorrhagia and weight increased to be related to essure. The reporter commented: the symptoms started little by little 6 or 7 months after placement and gradually worsened. After removal of the 3 inserts, everything returned to normal. In the description of incident, it was reported that the inserts were removed in (B)(6) 2017, however the date of removal was also reported as (B)(6) 2016. As per a medical profession her health status was purely psychological because women do not accept their choice to be sterilized. She is currently sterilized because she no longer have her uterine tubes and nevertheless she is back in good health. She does not hesitate for a moment to incriminate the sterilization device. Cost of the essure operation: 2 hospital stays + x-ray + blood test + consultations with general practitioner, gynaecologists and surgeon + sick leave from work + petrol. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 436 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 24-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods") in a (B)(6) female patient who had essure (batch no. B85139, c38210) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "during placement of the inserts, the surgeon took the initiative of placing 3 inserts" on (B)(6)2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required), loss of libido ("loss of libido"), dizziness ("dizzy spells"), arthralgia ("joint pain"), weight increased ("weight gain of 4 kg"), abdominal distension ("very swollen lower abdomen") and fatigue ("abnormal fatigue"). The patient was treated with surgery (inserts removed by bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, loss of libido, dizziness, arthralgia, weight increased, abdominal distension and fatigue had resolved. The reporter considered abdominal distension, arthralgia, dizziness, fatigue, loss of libido, menorrhagia and weight increased to be related to essure. The reporter commented: the symptoms started little by little 6 or 7 months after placement and gradually worsened. After removal of the 3 inserts, everything returned to normal. In the description of incident, it was reported that the inserts were removed in (B)(6) 2017, however the date of removal was also reported as (B)(6) 2016. As per a medical profession her health status was purely psychological because women do not accept their choice to be sterilized. She is currently sterilized because she no longer have her uterine tubes and nevertheless she is back in good health. She does not hesitate for a moment to incriminate the sterilization device. Cost of the essure operation: 2 hospital stays + x-ray + blood test + consultations with general practitioner, gynaecologists and surgeon + sick leave from work + petrol. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 26-jul-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 421 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.